Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging that the patient's one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The reporter mentioned that the alleged issue began on (B)(6) 2010. Due to the reported issue, the patient ate less food/drink. The patient developed symptoms of blurred vision on (B)(6) 2010. The patient made an appointment to visit his physician on (B)(6) 2010 and the physician changed the patient's medication to metformin 500 mg (3x a day), actotse 30 mg (1x a day) and glipizide 5mg (1x a day). The patient was not tested on another device. The patient denied any misuse of the product. This is not the first time the product is being used. The meter did not power on by pressing the power button. The batteries did not need to be replaced. The patient was using the correct test strips. The products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, prior to the incident, diabetes regimen prior to visiting the physician and how long symptoms lasted. The complaint is being reported since the reporter alleged that the patient developed symptoms suggestive of hyperglycemia after not being able to test his blood glucose for 3 days.